Event description:
When cypher (3.5x23mm: complaint product) was removed from the package and being flushed, the physician confirmed the stent to be moved over a little from the marker band on the sds. Therefore, a different cypher (same size) was used instead. The procedure was finished successfully. The product was not clinically used and will be returned for analysis. There was no pt injury reported.

Manufacturer narrative:
This cypher product is not distributed in the us; however, it is similar to us distributed cypher product. Add'l info will be submitted within 30 days of receipt.